Event description:
Patient arrived to unit, heparin drip was ordered and the same IV pump and module were used (from operating room). Heparin was started at 1450 units/hr (14.5 ml/hr) at 1515 (witnessed per protocol). Approx 30 mins later, the same IV pump/module that was running the heparin drip was alarming "air-in-line". Upon review, bag was empty. Rn's tested and saw IV tubing was running at a fast rate compared to actual programmed rate. The programmed ml/hr vs. The actual ml/hr running were not correlating. FDA safety report ids # (B)(4).